Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Data log reviewed: suctions occurred followed by dampened mc, mc spike and flow drop on 01-may. Flows continuing to trend down. Quick resolved position alarms seen after suctions. No placement signal issue seen. Patient had mitra clip procedure one day prior reported flow issue. Repositioning and blood administration didn't solve the flow issue and suspects clot stated. Low pump flow: the cause of reported low pump flow most likely was biomaterial ingestion related. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-28698.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp started with suction after the patient was turned. The p-level was reduced, and suction was resolved. As the p-level was raised again, there was a sudden spiking in the motor current, which then went from biphasic to flat and impella in ventricle alarm occurred. Echo ordered and impella noted to be 5.5cm in the left ventricle. Continuous suction still noted at p2 with flows of 0.6 lpm. Physician repositioned the device with no improvement in flow or resolution of suction alarm. The impella was explanted.